Event description:
It was reported that the patient no longer had any hearing sensation after falling down the stairs in an accident. The patient was re-implanted in 2006.

Manufacturer narrative:
The device has been explanted, and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.